Manufacturer narrative:
H10. Corrected data. In section g5 the 510k number was k071132. The corrected g8 510k number is k131580. In section h3 device evaluated by customer was yes. The corrected is no and the complaints was resolved over the phone.

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. No conclusion yet available. Investigation is in progress.

Event description:
On (B)(6) 2017 a customer reported getting low total area and the peaks are not detected on the g8 instrument. Customer also noted that the sample needle is bent and had no replacement available at the facility. A new sample needle was ordered for the customer with an approximate arrival date of (B)(6) 2017, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Follow-up report on device evaluation. On (B)(6) 2017, customer received and installed the new sample needle into the g8 instrument. Customer ran calibration and quality controls and all resulted within acceptable specification range. The g8 instrument is operating as intended. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 24-oct-2016 through 24-nov-2017. There was one similar complaint identified during the searched period. The g8 operator's manual under chapter 1, introduction and application, under interpretation of results, provides guidance on the total area and chromatography . Paragraphs three to five state " results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01,) before the a0 peak. Do not report the result if these peaks exist. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. The most probable cause of the issue is due to a bent sample needle.

Event description:
N/a.